Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the failure of the drawer controller board had been identified as the source of the malfunction. A field service engineer effectively replaced the drawer controller to rectify the problem. The system functioned as intended after the field service engineer had verified the device.

Event description:
It was reported that when using the pyxis medstation es system, had a drawer failure. A customer indicated that the user had experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.